Event description:
Ten months after the index procedure, the pt underwent repeat carotid revascularization of the index procedure site. The rate of restenosis is unk. Balloon angioplasty only was done to successfully treat the restenosis. The pt is a female was consented to the study. The pt was asymptomatic at the time of the index procedure. The target lesion location was the proximal left internal carotid artery. There was no occlusion in the contralateral carotid. The target lesion diameter stenosis was 85% with lesion length 15 mm. Vessel tortuousity by visual inspection was mild. An angioguard distal protection device was deployed distal to the lesion. Pre-dilation was performed. A precise stent was implanted for treatment of the target lesion. There was no malfunction with the stent. The angioguard was successfully removed. The final target lesion percent diameter stenosis was 10%. It is unk if there was debris found in the filter basket after removal. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day. Ten months after the index procedure, a restenosis of the index procedure site was found. The rate of restenosis is unk. The restenosis was successfully treated with balloon angioplasty. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.